Event description:
It was reported that the device was presenting with auxiliary control unit watchdog failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Auxiliary control unit was found in pump event history log. Reported problem was unable to be duplicated during flow and occlusion tests. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: replaced guide. Replaced main board for preventive.